Event description:
The surgeon reported that the intraocular lens caused the posterior chamber to rupture during implantation. He has decided not to explant the iol and does not expect the pt to achieve a good visual acuity. Exact cause of this event is undeterminable.